Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device sample was received in used condition, in a plastic bag. During visual inspection it was detected that the cuff did not inflate symmetrically, one side was bigger than the other side. Symmetry measurement was performed to confirm if the value is less than 33%. The symmetry value was 25%. The complaint was confirmed. A the root cause is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. The product fault was escalated to address root cause investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product didn't inflate properly - inflates lopsided. There was no patient involvement and no patient harm/adverse event reported.